Event description:
It was reported that the flex screw drivers were found to have a portion of the u-joint swivel slightly cracked. Therefore there was no patient encounter issues or delays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that when reassembling multiple sets of hip instruments at hospital impactor was found to have the inserter threads slightly stripped. In addition, flex screw drivers were found to have a portion of the u-joint swivel slightly cracked. None of the instruments listed were used in a particular case that can be identified. Therefore there was no patient encounter issues or delays etc. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found broken the fork section of quickset tprd hex scdr u-joint. Broken fragment were not returned for evaluation. Additionally, the edges of the hexagonal tip were found deformed due to repeated use. Potential cause, for broken condition, can be attributed to fatigue consistent with repeated misuse of using swivel beyond the range of motion. Properly handling and attention to the approved use of the device diminishes the risk of failure. The observed deformations can be attributed to an end of life problem, damage consistent with repeated use and servicing around two years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and a functional test were not performed since they were not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset tprd hex scdr u-joint would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.